Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to be displaying an error code message on power up when batteries are inserted. Error history log review found an error code message. The root cause of the reported issue was found to be unknown.actions were taken to mitigate the reported issue: the motor was replaced.

Event description:
Information was received regarding a cadd legacy 1 plus pump. It was reported that the device gave an error lec 1814. It is unknown if there was a patient, or clinician injury associated with this occurrence.